Event description:
The customer stated that he received blood glucose readings of 278 and 100 mg/dl within 2 minutes of each other. The difference between the readings falls in the "c" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer did not have any of the strips left that gave the erratic readings, so no product will be returned.